Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a skin infection at her sensor insertion site. Customer went to visit her family doctor and was given antibiotics. The customer had been off the insulin pump for 2 days prior to visiting the doctor. Customer was not wearing the insulin pump at the time of the call to her doctor. Current blood glucose reading is 129 mg/dl. Nothing further reported.